Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardium shedding could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an esv ablation, a vascular injury was noted. During the procedure, the patient became hypotensive and an echocardiogram was performed. A pericardiocentesis was performed to stabilize the patient. It was noted the pericardium was shedding at the end of procedure. No perforation or effusion was confirmed.